Manufacturer narrative:
E1; (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported during a spinal case, the blood pressure cuff remained inflated, restricting blood flow to the rest of the arm. A valid non-invasive blood pressure was obtained prior to anesthesia induction. The patient was then placed in the prone position, and blood pressure was exclusively measured using the invasive arterial line throughout the case. During closure of case, intraoperative neuro monitoring staff reported a loss of arm motor functions. The lead impedance was checked by the staff, revealing all lead placements were within defined limits. Upon further assessment of the arm the blood pressure cuff was noted to be inflated. Staff did not inflate the cuff as the patient had an arterial line. Even after disconnecting the cable the cuff appeared to stay inflated. The blood pressure cuff was then deflated, and the extremity was assessed. No nerve damage was noted as per intraoperative neuro team. Nursing and anesthesia did not note any vascular or skin damage. Based on this information, the loss of motor function in the arm was temporary and resolved without permanent damage. Good faith efforts are being performed for clarification.